Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The reported product was returned with no information. Additional information received reported that the event was attributed to the pump flipping and the catheter twisting. The patient experienced spasms. A revision of the pump and catheter was performed. The patient outcome was reported as a non-serious injury/illness. The pump contained compounded baclofen at the time of the event.